Event description:
A malfunction alarm labeled malf 3 was reported, and it was noted that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no backup therapy available, and the customer planned to contact their healthcare provider. Technical support arranged for a replacement pump as a resolution, and the customer expressed interest in obtaining an out-of-warranty loaner pump.